Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
New information on (B)(6) 2015 notes lead impedance gradually decreased in unipolar configuration and noise was observed. Lead remained implanted.

Event description:
Additional information notes the lead was capped during a routine generator change out on (B)(6) 2015.

Event description:
It was reported that the right ventricular lead exhibited less than 200 ohms impedance and poor sensing in the bipolar configuration. The lead was left programmed to unipolar.